Manufacturer narrative:
(B)(6).

Event description:
It was reported that bioraptor knotless anchor inserted as per st. Noted on x-ray postoperatively that the small inserter shaft was broken inside the anchor and still insitu. No further action, patient will be monitored for migration of the metal inserter.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated.